Manufacturer narrative:
The product is not available for eval. A review of the device history record was not possible since the lot number was unavailable. No device malfunctions were noted. Article: jonathan bank, edward teng, david h. Song "microvascular coupler-induced intimal crimping causing venous thrombosis" journal of reconstructive microsurgery. July 2014.

Event description:
A literature article reported two cases of venous thrombosis. Case 2 presented for bilateral prophylactic mastectomies and immediate abdominally based autologous breast reconstruction. The left breast superficial inferior epigastric vein was 2.0 mm. A 1.5 mm coupler was selected to anastomose the vein. Intraoperatively, roughly 30 minutes after the venous anastomosis, the left flap showed signs of venous compromise. The coupler was excised and inspected, revealing bulging of the vein wall into the lumen at the coupler site with a microthrombus forming. A hand-sewn venous anastomosis was performed and the pt went on to recover without sequelae. No complications were noted with the right breast. Case 1 is reported in medwatch 2183620-2014-00013.